Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the systems left (live) monitor went blank. This can cause the system to be unusable due to the loss of the live image. There is no report of injury or death associated with the event described in this complaint.